Event description:
Customer reports protime inr 2.8, lab inr 6.3 conducted on an unspecified lab test system. Coumadin dosage held for one day and vitamin k injection administered. No report of patient impairment.

Manufacturer narrative:
This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc evaluation procedures. Manufacturer method code - product not returned to manufacturer from user facility. Device evaluation not conducted. Results - product device history record was reviewed. No malfunctions were noted. Conclusion - product not returned to manufacturer from user facility. Device evaluation not conducted. No conclusion can be drawn.